Event description:
This spontaneous report was received on 24-aug-2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for dental cleaning (route dental, lot number 17911sgs1, frequency, and expiration date unspecified). After an unspecified duration the consumer noticed that the toothbrush broke while using. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for dental cleaning (route dental, lot number 17911sgs1, frequency, and expiration date unspecified). After an unspecified duration the consumer noticed that the toothbrush broke while using. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. Sample was not returned. A review of the trending data by product family reach total care plus whitening toothbrush revealed no adverse trends. Retain sample for lot 17911sgs1 was evaluated and met specification. Based upon an acceptable document review, lack of a sample and no adverse trends, a root cause could not be determined for this complaint. Monitoring of complaint trends will continue. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2013 a review of the trending data revealed an increase in complaint volume which could be attributed to an increase in shipment quantity. Device history review for lot 17911sgs1 was found acceptable. There was no related manufacturing or facility issues found and no changes were made to the design, formula, packaging or labeling within a one year review period. The returned sample was received and evaluated which revealed that the issue was not caused by a manufacturing occurrence. Based on an acceptable document review and no adverse trends, the root cause for this complaint would remain undetermined. Disposition was undetermined. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for dental cleaning (route dental, lot number 17911sgs1, frequency, and expiration date unspecified). After an unspecified duration the consumer noticed that the toothbrush broke while using. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. Sample was not returned. A review of the trending data by product family reach total care plus whitening toothbrush revealed no adverse trends. Retain sample for lot 17911sgs1 was evaluated and met specification. Based upon an acceptable document review, lack of a sample and no adverse trends, a root cause could not be determined for this complaint. Monitoring of complaint trends will continue. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 06-sep-2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.